Manufacturer narrative:
Device received with broken reservoir tube lip. Unable to perform the displacement, rewind test and self test due to completely broken reservoir tube lip, minor cracked lcd window and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. During back light check no unexpected issue were noted. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that scratches on the screen of insulin pump and affects the ability to read the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.